Event description:
Sometimes the device will stop durng the countdown to the reading and get stuck. After awhile the device will just turn itself off instead "of" giving a reading. The device was replaced and requested to be returned for evaluation.